Manufacturer narrative:
(B)(4).

Event description:
The consumer and health care provider (hcp) reported that after implant the patient had pain in their incision, swelling around the incision, and redness and erythema at the incision site after implant on (B)(6) 2013. The patient¿s device was not working, so it was turned on and the impedance was checked. The patient had some pain, but was voiding and had frequency. The patient had atrophic vaginitis and had pain with intercourse since 2013 and was using estrace cream. The patient had nocturia and had urinary tract infections (utis) on (B)(6) 2015 and had incomplete bladder emptying in 2014 and 2015. The patient was prescribed bactrim for the utis. The patient had frequency of urination in 2013. The patient typically didn¿t feel the vibrations from the stimulation as much, even at high voltages. The patient had a fall in (B)(6) 2015 and had a full return of symptoms. The patient was concerned that they may have damaged their device. The patient did not report the fall or change in therapy to their managing hcp. The patient was back to wearing full pads. The patient also had new pain on (B)(6) 2016. The patient had pain in the butt, left hip, and left leg down to their foot. The patient went to see reflexology and they worked with the balls of their feet and up the leg into the butt. The hcp told the patient the new pain was sciatic nerve pain and was not related to their device or therapy. The patient went on a trip and sat a lot and the pain started. The patient had to turn stimulation off because it was aggravating the sciatic nerve pain. The stimulation was currently on, but the patient had to decrease the stimulation so it would not increase the pain. These were due to a gradual change in therapy or symptoms. There was no pain per the patient on (B)(6) 2016. The patient had an appointment on (B)(6) 2016 and leak when they had the urge to urinate. The patient did not have problems getting to the bathroom in time after they had the urge to urinate and their symptoms had not gotten worse over the last year. The patient wore protective pads and wore 1 to 2 pads per day. The patient urinated every 3 hours in the daytime and got up at night to urinate 2 times. The patient was not having problems with emptying their bladder well. The patient continued to do well with the combination of vesicare 10 mg and myrbetriq 50 mg. The patient had a neurogenic bladder. The patient did not have to strain or bear down to start their urinary stream and did have an abnormal sensation when needing to urinate. The patient had problems with urinary control incontinence and did not have recurrent infections. The patient¿s neurogenic bladder had been treated with anticholinergics and device placement. The patient was reprogrammed on (B)(6) 2015 and lead 0 had an impedance of greater than 4 ,000 ohms even when changing the amplitude. There may have been damage to the wire. The patient had a deep tissue massage and was concerned it affected the device. The cause of the return of symptoms was determined to be that the deep tissue massage caused a bruise to the area of the patient¿s device. The interventions taken to resolve the event were that the patient turned down the volume a bit and program 1 was reprogrammed to lead 0, 1, 2 negative and lead 3 positive. The patient continued to do well with this setting for their urinary frequency, but they had to keep it on a lower setting. On (B)(6) 2016 the patient was in the ER and they turned the stimulation off due to low back pain. They got the patient the sensation with a lower voltage of 1.3v after reprogramming. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient's bowels were not moving normally following implant on (B)(6) 2013. The patient also had weakness and abdominal pain. The patient would have a recheck in 2 weeks to be sure all of their problems were resolved.